Manufacturer narrative:
(B)(4). The device was not identified, and was not returned to baxter for evaluation. If the event device is returned to baxter, an evaluation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a pump did not detect air in the line during an infusion of i.v. Fluid. The customer stated the event happened during a blood infusion, in which "packed red blood cell's, as per policy, were running." The blood was being infused "around the pump." It was also reported that there was no patient injury.